Event description:
A physician reported a pt who was double skin tested on 3 sept 1997 and 22 sept 1997 with negative results. On 24 oct 1997, the pt rec'd her first treatment in the lower nasolabial folds and the upper vermilion border. On 17 dec 1997, the pt reported that her right forearm test site was red and indurated. The pt stated that the onset of the symptoms was gradual. On 7 jan 1998, the physician examined the pt, and observed that the right arm skin test was red and indurated. The left arm test site was asymptomatic. The physician also observed some induration without erythema at the upper vermilion border site. The physician prescribed topical aclovate cream on 7 jan 1998, and believed the pt had a hypersensitivity to collagen. The aclovate was ineffective. On 9 february 1998, the physician prescribed intralesional kenalog; it was unk if this was effective.